Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterwards. Customer was informed to continue using the pump and to contact technical support if the issue reappears.